Manufacturer narrative:
Information references the main component of the system and other applicable components are:: product ID: 37092 , serial# unknown, product type: accessory. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for failed back surgery syndrome; lumbar radiculopathy and spinal pain. It was reported that the patient had a burn marks from the patient programmer antenna and didn't realized the mark until a few days later. The patient reported they used the antenna for maximum of 5 minutes. The patient reported that they used the antenna again and the shape of the burn mark confirmed that it was the antenna. It was reported that the ins may have a shortage. A new antenna was requested.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the (patient programmer antenna) found that there was not anomaly and the antenna did telemetry with no problem. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from product analysis confirmed that there was no anomaly and the antenna did telemetry with no problem.